Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had leaky reservoirs. The customer's mother stated that the customer has changed her infusion set four times in the last couple of days to try to bring her high blood glucose levels down. The customer stated that she had rec'd many no delivery alarms and had changed infusion sets every single time. The customer then stated that the reservoirs have been leaking into the insulin pump. Nothing further was reported.